Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. When she opened the cassette door, there was fluid on the tubing set and on the pump module. The cycler had not alarmed for any issues. She was advised to contact her pd nurse. She retained the cassette and is making it available for evaluation. During f/u the patient's pd nurse reported that her effluent has remained clear. There were no signs of infection and she was not prescribed any antibiotic. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.